Event description:
Skin breakdown over the pump with exposure of pump was reported; examination/palpation done on (B)(6) 2011. A refill program date/time was noted as (B)(6) 2011/14:39. Severity was noted as mild and patient was hospitalized for the same. The entire system was explanted and reportedly disposed off according to biohazard instructions. Patient outcome was noted as resolved without sequelae as of (B)(6) 2011. Drug delivered via the device was noted as baclofen 2000mcg/ml; it was "not lioresal".

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter: model (prox cath rev seg): 8596sc, (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).